Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material on the forceps elevator and the distal end. Additionally, the inside of the light guide lens had a mixture of foreign material and corrosion. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: d5. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material at forceps elevator, stain in light-guide lens, and residual liquid at distal end were confirmed. Based on the results of the investigation, the stain and foreign material could be confirmed, however, the type of material could not be identified. Since the material adhered to the inside surface of the scope, it can be considered that the material was not removed by reprocessing. It can be presumed that humidity invaded the light-guide lens which led to corrosion caused by applied physical stress to distal end such as hitting and dropping and/or light-guide lens glue peeled off by chemical stress such as chemical solutions used for the device. There was a possibility that the foreign material could not be removed since it could not be properly reprocessed for leakage due to deformation of the electrical connector guide pin. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Suggested events 2, 3: the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.